Event description:
Procedure type: laparoscopic hysterectomy. According to the reporter: while ligating the vaginal stump, the device could not grasp the suture, and the surgeon found one of the jaws fell into the cavity. The surgeon retrieved the fallen jaw and confirmed nothing remained in the cavity with x-ray. The device's jaw was broken at the base. New device was opened to complete procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).